Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to their health care provider to downloaded the insulin pump information, but half of the information did not come up and there was a cracked battery cap. Customer was in the hospital for respiratory failure and glucose out of control because of steroids due to treatment from the respiratory issues. Customer couldn't troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.